Manufacturer narrative:
Additional information was received reporting that the patient experienced shortness of breath approximately 4 months prior to the v alve in valve (viv) procedure. A transesophageal echocardiogram (toe) taken approximately 4 month prior to the viv procedure revealed the severe central aortic regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years following the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, the patient presented with heart failure, reduced mobility, and pleural effusions. An echocardiogram showed severe central aortic regurgitation. A second, 29 mm transcatheter bioprosthetic valve was implanted, valve-in-valve. The aortic regurgitation was significantly reduced as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the relationship between the reported heart failure and the valve could not be determined with the limited information. Heart failure is also a known adverse effect per the evolutr instructions for use (IFU). The report of post-implant severe aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. In this case, a second valve was implanted, valve in valve and reduced to mild to trace regurgitation. A device history record review is not able to be performed as the serial number for the first valve was not made available. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.